Event description:
It was reported to philips that the system was unable to boot up after a power outage. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to turn on. Upon functional testing, the fse found that the main circuit breaker supplying power to the system was tripped. The fse reset the breaker, which restored power to the system. Upon further analysis, one of the circuit breakers inside the m-cabinet was tripped and also found a wiring issue. To resolve the issue, fse did the soldering the broken wire back into place and then reset the tripped circuit breaker in the m-cabinet. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.